Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted.

Event description:
Health care professional reported " left side deflation". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and black particles on the shell. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve, and a crease sharp opening on anterior. Based on the device analysis the final assessment is: - a cracked valve seat diaphragm valve. - partial delamination of the valve assessed as adhesive failure. - a crease sharp opening on anterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Health care professional reported " left side deflation". The device remains implanted.